Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-15881 and 1627487-2013-15882. The patient was implanted with 4 leads (2 from one lot and 2 from different lots) as part of his scs system. It was reported the patient has not experienced adequate coverage of his pain pattern since having his scs system implanted. The patient's scs system was subsequently explanted without incident.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.